Manufacturer narrative:
A beckman coulter field applications specialist (fas) provided customer onsite support. The probable cause was identified as use error, due to expired electrode usage exceeding (B)(4) samples (per beckman coulter recommendation replace electrodes every six months or every (B)(4) samples). The fas replaced na, k and cl electrodes to resolve the issue. Fas also cleaned the ise (ion selective electrode) sample pot and tubing. No further action is required. Section a2, a3, a4 and a5: information was not provided. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported obtaining erroneously low urine sodium (na) patient results on initial run with repeat results correlating clinically and returning to normal, involving dxc 700 au chemistry analyzer (pn: b86444, sn: (B)(6). There were no erroneously low na patient results released outside of the laboratory. There is no harm, injury, exposure, death, or confirmed change/delay in treatment/diagnosis associated with this event. The customer did not provide patient demographics.